Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins) for parkinson's disease. It was reported that the patient was being evaluated for a stroke, and it was unknown if it was related to the device or therapy. MRI compatibility guidelines were reviewed. No further complications were reported or anticipated with this event. Refer to manufacturer report #3004209178-2019-09627 for details pertaining to the related reportable event.